Event description:
It was reported that patient had experienced a fading stimulation sensation. It was described that when first turned on, stimulation was strong, but then would go weak without changing anything. It was also noted that for a while, the neurostimulator (ins) would turn itself on, although it ¿wasn¿t really doing that anymore.¿ additionally, it was reported that the patients ins stuck out, and was painful. It was noted that one side ¿pokes out of the patients skin.¿ it was suggested that ins "may have migrated." Caller reported that ins was not working, and they wanted a battery test to be done. It was reported that patient would leave the device off, and it would randomly turn on.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 3888-28, lot# l41391, implanted: (B)(6) 1996, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).